Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator generated an error which rendered the graphic user interface inoperable. Although requested, patient involvement information has not been provided by the customer. The technical support engineer troubleshot the issue with the customer over the phone. The customer to replace the keyboard. Medtronic was not authorized to service the ventilator.

Event description:
The ventilator was not on a patient at the time of the event.